Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that the investigation of the complained drill bit shows that the tip broke off as complained. The microscopic view of the broken surface does not show any anomalies what could challenge the material quality. The available dimensions were checked and found to be in accordance with our specifications. Further investigation regarding the manufacturing and raw material documents shows conformity to the specification as well. Unfortunately we are not able to determine the exact cause which has lead to these circumstances; it is indicative of a mechanical overloading situation which must have lead to the breakage. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a compact hand operation the drill bit was broken. This report is 1 of 1 for complaint (B)(4).